Event description:
It was reported, that during use on a patient. The cardiosave intra-aortic balloon pump (iabp) units screen froze. They switched units to proceed with case. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units screen froze. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. Then, the fse performed touch screen calibration, display test, touch screen test without issue. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a.